Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(4). It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "cemented versus cementless oxford unicompartmental knee arthroplasty using radiostereometric analysis" which aimed to compare the fixation of cementless and cemented oxford ukas as well as their clinical outcomes. All components used in the study were standard phase 3 oxford uka manufactured by biomet. The study consisted of forty-three (43) patients in two groups. In the first group, twenty-one (21) patients were implanted with cemented components and were a mean of 65.4 years of age. The second group consisted of twenty-two (22) patients implanted with cementless components and 67.6 years was the mean age for this group. The cemented fixation had a significant mean anterior migration which remained significant for two years of the study but did not increase further. The cemented tibial component tipped into a mean varus of .29 degrees by 12 months with no significant increase by two years. The cementless tibial components appeared to rotate initially around the anteroposterior into mean valgus, but the implant returned to its neutral position by two years. Both fixation types had a small but significant amount of subsidence in the second post-operative year. A total of five (5) cemented components had >.15mm of subsidence, but only one (1) cementless component had that amount of subsidence. The overall proportion of patients with radiolucency around the tibial component in the cemented group was thirteen (13) of twenty-one (21) at two years compared with six (6) of 21 for the cementless group. In conclusion, this study shows that the second year migration of the cementless is similar to that of the cemented version: unlike the cemented implant it is unaccompanied by complete radiolucency. This suggests that the fixation of the cementless components is at least as good as if not better than that of the cemented implants. This may translate into a decreased revision rate.

Manufacturer narrative:
Report source: foreign: the event occurred in (B)(6). The product was not returned for evaluation due to product remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint: (b)(4.) This report is being submitted late as it has been identified in remediation. Remains implanted.

Event description:
Information was received based on review of a journal article titled, "cemented versus cementless oxford unicompartmental knee arthroplasty using radiostereometric analysis" there are multiple events reported in the article. This report addresses the one (1) patient that was lost to follow-up four months post-op due to death for unknown reasons. There has been no further information provided.